Manufacturer narrative:
Concomitant medical products: 439878 lead, implanted: (B)(6) 2018. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three power on resets (por) were observed on the cardiac resynchronization therapy pacemaker (crt-p). The patient is scheduled to be seen in-office and the alert will be cleared. The device remains in use. No patient complications have been reported as a result of this event.